Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus; therefore, the event was unable to be confirmed. The following is included in the instructions for use: "push the needle slider in the distal direction until it stops. Confirm that the needle slider clicks and moves smoothly, and confirm that the needle extends approximately 20 mm from the distal end of the sheath. ·do not extend the sheath from the distal end of the endoscope without confirming it in the endoscopic field of view. Otherwise, it could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope and/or instrument. ·operate the instrument slowly and only when the needle is visible in the ultrasound image. If the needle is not visible in the ultrasound image, stop piercing and pull the needle slider until it clicks. Otherwise, it could cause patient injury, such as perforation, bleeding, or mucous membrane damage. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer spoke to an olympus sales representative onsite that mentioned an out of box failure on a needle. The device's safety locks were jammed and unable to deploy the needle. After speaking with the sales representative, the customer reported that no further assistance was required. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use aspiration needle failed upon initial use. The issue occurred during an unknown event. There were no reports of patient harm.